Event description:
It was reported that loaner insulin pump was converted to canadian loaner. Scrapping was required.

Manufacturer narrative:
Received unit with unresponsive act button due to moisture damage on keypad traces. Was unable to perform displacement test due to unresponsive act button. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner, reservoir tube cracked and cracked reservoir tube window.